Event description:
Covidien received a customer report stating that the device developed a cuff leak during pt use. The reporter states that decannulation and recannulation of a replacement tube was required. The customer reported that the replacement tube leaked in the same manner.

Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.